Event description:
Becton dickinson received a customer complaint that the un-interruptible power supply (ups), included as part of the bd bactec 9240 blood culture system, apparently had a `burnout' with a large amount of smoke coming out of the ups. No fire was observed outside of the unit and the incident did not require external intervention (fire department). Damage was sustained only to the ups itself. No injuries resulted from the event. Report being filed based on a malfunction that if it were to recur may result in an injury.